Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 01/31/2018 with the following findings: motor error alarms (064-0008) were confirmed in the black box. On investigation, the pump powered on normally and successfully completed rewind, load and prime steps. The pump was exercised for 24 hours without any alarms occurring. Investigation did not duplicate the complaint. There was evidence of moisture inside the pump on the printed circuit board and component. Unrelated to the original complaint, the display screen was noted to be dim/discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.